Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The target lesion was located in the non calcified and non tortuous left anterior descending artery (lad). A 3.00mm x 12mm promus element plus stent was used to treat the lesion. After deployment of the stent, the balloon ruptured during the first inflation at 11 atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent was not returned as it had been deployed during the procedure. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The inner was broken at the bicomponent bond, causing the leak. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The target lesion was located in the non calcified and non tortuous left anterior descending artery (lad). A 3.00mm x 12mm promus element¿ plus stent was used to treat the lesion. After deployment of the stent, the balloon ruptured during the first inflation at 11 atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.